Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 529 mg/dl. Customer treated their high blood glucose via insulin pump. Customer declined to troubleshoot high blood glucose stating they would follow up with their doctor and call back to troubleshoot at that point.